Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The customer was able to continue using the pump without the malfunction recurring and was instructed to call back if the issue occurred again.